Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged kidney disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney disease related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The manufacturer inspected the internal aspect of the device and external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there were signs of water ingress in the blower box and on the blower motor. There were no signs of sound abatement foam degradation inside of the device. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section g3 has been corrected/updated in this report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.